Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament with quad tendon surgery the locking mechanism failed on both devices ar-1588rtt2-ib (lot: 15375803) and ar-1588tnt2 (lot: 15402435). The devices remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (biosurepk screws). It was not necessary to switch the surgical technique or do a second surgery.